Manufacturer narrative:
An outside of united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding four (4) elevated loci high-sensitivity troponin I (tnih) patient sample results that were obtained for the same patient on a dimension exl with lm system. The customer has alleged that an unnecessary cardiac catheterization occurred due to the elevated tnih results. Siemens is investigating the event. MDR 2517506-2022-00195 was filed for the same event on the same patient but for a different day.

Event description:
Four (4) elevated loci high-sensitivity troponin I (tnih) patient sample results were obtained for the same patient on a dimension exl with lm system over two days. The results were reported to the physician(s) who questioned the results. A cardiac catheterization and electrocardiogram (ECG) were performed on the patient. The customer has alleged that the cardiac catheterization was an unnecessary procedure. It is unknown when the cardiac catheterization and ECG were performed. There were no known reports of adverse health consequences due to the elevated tnih results or the cardiac catheterization and ECG. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.

Manufacturer narrative:
Additional information (26-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument files and the information provided by the customer. No product non-conformance was identified with the loci high sensitivity troponin I (tnih) assay or the dimension exl with lm system. The issue was a single patient who consistently produced elevated results on the dimension exl with lm across multiple samples. Quality control and calibration were in range and no issues were noted with other patient samples indicating that the tnih assay and dimension exl with lm system assay were performing acceptably. The event was isolated to the one patient's samples. A sample from the patient was returned for siemens internal evaluation. The siemens internal testing performed (polyethylene glycol (peg) precipitation method) was consistent with the presence of a macrotroponin immunocomplex however this finding could not be confirmed. The cause of the event is unknown. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00196 was filed on 19-jul-2022. MDR 2517506-2022-00195 was filed for the same event. MDR supplement 2517506-2022-00195 supplement 1 is filed for the same event.